Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an esophagogastroduodenoscopy (egd) procedure for hemostasis.according to the complainant, the injection gold probe was placed into position, the needle was extended, and epinephrine was injected. However, the nurse felt that something was not normal with the device. The needle was retracted, and the device withdrawn from the scope. Reportedly, the hypotube was protruding out of the catheter about six inches from the handle. As a result, it was believed that epinephrine had not been injected into the patient. The procedure was completed using a sclerotherapy needle to inject the epinephrine, and stop the bleed.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.